Event description:
It was reported that the patient experienced unspecified issues with a previous artificial urinary sphincter (aus). All the components were explanted and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to patient had recurring incontinence. There were no further patient adverse effects. The device was not returned.